Manufacturer narrative:
The returned hydros handpiece was inspected microscopically, revealing contamination on the edge card but no additional damage. When tested on the fa hydros system and e901 box, the device initially connected but subsequently failed, triggering a red interlock status and continuous led flashing. Repeated attempts, including reversing the edge card, did not resolve the issue, and cleaning did not restore functionality. Resistance checks performed with a calibrated digital multimeter showed abnormal values consistent with an aclk esd event. It was determined that there was electromagnetic interference that had occurred. A review of the device history record (DHR) for lot number 24c05968 and hy1000/ serial number (B)(6) was conducted, which confirmed that there were no non-conformances, failures, discrepancies, or missed steps during the manufacturing process that could be related to the reported event. The review indicated that the device met all design and manufacturing specifications when released for distribution. Log files were not needed as the failure was analyzed through functional testing. Um0401-00 rev d user manual table 5 error messages: e917: reconnect component. 1. Release foot pedal. 2. Check status panel for source of issues. 3. Reconnect or replace component as needed until status becomes green. 4. Click ok to clear alert; may require realignment and replanning if issue persists, call procept biorobotics. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Event description:
A male patient underwent aquablation therapy to treat symptomatic benign prostatic hyperplasia (bph). Procept biorobotics corporation was notified that during an aquablation therapy, the cystoscope on the hydros handpiece malfunctioned, resulting in a loss of visual functionality. Troubleshooting steps were immediately performed, including a system reboot and replacement of the handpiece; however, the issue persisted. As a result, the surgeon opted to use the aquabeam robotic system to successfully complete the procedure. This incident caused a surgical delay of over 20 minutes. There were no adverse health consequences for the patient as a result of the event.

Manufacturer narrative:
Root cause of the reported event has not yet been established. Investigation by manufacturer is currently in-process. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.